Event description:
It was reported that, "during a total hip arthroplasty, dr. (B)(6) drilled the screw hole in a titanium primary shell and inserted the wire depth gauge to obtain a measurement for screw length. Upon insertion of the depth gauge it broke at the junction of the stem and body. It was removed from the sterile field and a new screw tray was opened and a new depth gauge was used without incident."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.